Manufacturer narrative:
On the initial report dated 10/5/2018, mentor mistakenly omitted that the patient went to holistic physician and was given bio-identical progesterone cream for the nodules. As per clinician's review on 10/31/2018, (B)(4) were removed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2019 identified the device as a mentor memorygel breast implant, catalog number 3504504bc, serial number (B)(4), lot number 6879425. The contralateral device was identified as a mentor memorygel breast implant, catalog number 3504254bc, serial number (B)(4), lot number 6878234. Additional information received on (B)(6) 2019 indicated the patient underwent device removal on (B)(6) 2018. On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: since this pi is related only to an adverse event, is not possible to address any failure or damage of the device to a patient injury. A manufacturing record evaluation (mre) of lot number 6879425 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/18/2019, it was reported to mentor that the it is unclear whether the patient had replacement devices placed. The devices were intact upon explantation. Generalized illness and breast mass codes were removed per report that patient¿s symptoms were caused by anesthesia. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation revision with unknown mentor breast prostheses developed bilateral capsular contracture of unknown baker grade. The patient reported that she has noticed nodules, lumps, discoloration, rashes, burning sensation and hair loss. She is depressed due to the issues she is experiencing. A MRI on (B)(6) 2018 confirmed the bilateral capsular contracture and also bilateral infection. At the time of this report, mentor has received no information regarding explant date. This report is for second of the two prostheses. See manufacturer report number 1645337-2018-06025 for the first prosthesis.